Event description:
Abbott personnel reported during internal testing on the accelerator the accelerator decision manager (adm) truncated patient identifiers longer than 12 characters to only 12 characters. The truncated identifiers are displayed in the adm and transmitted to the automated processing system.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.